Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. Unable to advance contra wire. Added stent to contra side to improve flow. Outcome was a successful implant.